Event description:
On 2-aug-2023, intuitive surgical, inc. (Isi) received mw5119593 stating: during endoscopy procedure, it was noted part of a cautery hook had broken off into 2 whole pieces while in use. Both pieces were immediately identified and successfully removed from the patient. Extra time was taken to survey and assess the area for any additional components, none were found.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken pieces, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis investigations through return material authorization (RMA). A follow-up MDR will be submitted if additional information is obtained. Although the complaint regarding broken pieces was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.